Event description:
Pt called for technical assistance and related that she was hospitalized in july for diabetic ketoacidosis. Pt thought she was having a hypoglycemic episode, that brother treated. Bg when admitted was 280. Pt reported that ketones were elevated when she arrived at hospital. Physician stated this is not a textbook case of diabetic ketoacidosis. Pt reported that she is going through some extremely stressful events at this time. Pt stabilized and given IV insulin drip at hospital. Pump not returned.